Event description:
It was reported the patient experienced a loss of therapeutic effect starting about a year ago. The patient additionally stated that she had shocking and numbness down her leg and up her arm as well as getting vibrations in her stomach. The patient states her symptoms keep getting worse and now she is unable to walk. The drug in the pump was compounded baclofen which the hcp had increased the dose with the change in symptoms. No incident or accident was reported in relation to the events. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.